Event description:
It was reported that the patient presented to the hospital for an unrelated neurological condition when externalized conductors were observed. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.